Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09402. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that the likely cause of the cable breakage that attributed to the no picture condition is due to the user's handling. Olympus will continue to monitor complaints for this device. As stated on the IFU and as a preventive measure, the user manual states: the camera cable may be damaged due to the following ¿ do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable do not use excessive force when wiping the external surfaces of the cameracable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The service group found the image was intermittent due to faulty cable unit. Additionally, the rear cover labels are fading and cosmetic issues/scratches on charged coupled device (ccd) housing but not affecting functionality. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that during reprocessing, the 4k autoclavable camera head's connection with the scope camera was unclear as it would not register on the tower. No patient injury or harm was reported.